Manufacturer narrative:
The device was received for evaluation. The sample was visually inspected, it was securely connected to the mating device and spiros was activated and spinning freely. No spline damage or evidence of a shear tab malfunction was identified. No damage or anomalies were seen on the device. The device was leak tested and spiros leaked from the area of the o-ring/poppet interface. The reported complaint of leakage can be confirmed. The probable cause of the leaking spiros is due to a molding anomaly on the sealing surface of the poppet sub-component. The lot review cannot be performed since the lot number was not provided.

Event description:
The event occurred on an unknown date. The customer reported that spiros cstd disconnected from the tubing, resulting in a leak of oxaliplatin at the connection site. This occurred during patient involvement but the drug did not come in contact with the patient but the chemo spill was cleaned per facility protocol. The spiros was attached to the end of the primary line between the primary line and patient¿s mediport. The leak occurred an hour into the infusion but there was no blood loss or bleed back. The primary line and spiros were replaced but the medication was not replaced. There was no delay in therapy or an adverse event. This is report 3 of 3.